Event description:
On (B)(6) 2010, the pt reported the piston rod of her insulin infusion device would not retract when she tried to change the insulin cartridge. She stated she then received an e10 (cartridge error). She said she has tried both new and old batteries, but the issue persists. She stated, her device makes a "funny sound or clicking noise" when trying to retract the piston rod. During the report, the pt tried to retract the piston rod, but was unable to, and an e10 displayed. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device and battery cover were replaced and requested to be returned for evaluation.